Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) 30-40 mg/dl. Customer alleged low bg was due to having one time segment and the personal profiled needed adjustment. Customer reverted to insulin injections. Reportedly, customer discussed pump settings with a healthcare provider.